Manufacturer narrative:
Reported event was confirmed by review of medical records and photos. Review of the received photos indicates taper corrosion on the head. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided.

Event description:
Patient underwent right hip revision procedure approximately 12 years post-implantation due to pain, stiffness, elevated metal ion levels, and cobalt encephalopathy. The femoral head was removed.